Manufacturer narrative:
The system history shows that the laser was verified successfully prior the day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The clinical review shows that based on the currently provided information, an over performance of the laser refractive correction can not be recognized. Log file review shows that no abnormalities with the system could be identified. All treatments were performed without any issue and also no error or other deviations can be identified which are relevant to the reported issue. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively because no further relevant data was provided. (B)(4).

Event description:
There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the left eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An ophthalmologist reported the system over treats at high diopters. Follow up information received states that the ophthalmologist noted the laser seemed fine during the test phase. Also, treatment results were over 2 diopters in cases above 7 diopters. There are multiple patients. Additional information requested.